Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation, in good condition. Functional testing was performed: power on sequence was normal. It was noted however, that both the low pressure and high pressure alarms did not activate both visually and audibly when checked after about 2 hours into test run. Cycle led also did not function when back pressure of 15 cm h2o was applied. This confirmed the reported issue. The cause of the issued was determined to be a faulty alarm board. Action(s) taken to mitigate the reported issue(s): replaced main alarm board part, performed a second test run over a 4 hour period, tested low and high pressure alarm functions at various times during test run; alarms activated as expected, device passed all functional tests.

Event description:
It was reported that the device turns off while in use. No patient injury was reported.